Manufacturer narrative:
Investigation: one (1) sample was received by the customer for investigation. The shielded sample was returned in an opened blister pack. The shield was removed, and the needle was visually examined using unaided vision. There is brown foreign matter on the needle approximately 0.2 inches from the needle tip. The fm is approximately 0.05 inches in length. There is also a second smaller particle closer to the tip. Foreign matter could be introduced during the manufacturing process by the manufacturing equipment, the plant environment or by an operator. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that "brown dirt" was found near the bd¿ blunt fill needle with filter tip after removing the plastic needle cover during use. The following information was provided by the initial reporter: "after opening one product package and removing the plastic cover of the needle, noticed brown dirt close to needle tip."

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "brown dirt" was found near the bd¿ blunt fill needle with filter tip after removing the plastic needle cover during use. The following information was provided by the initial reporter: "after opening one product package and removing the plastic cover of the needle, noticed brown dirt close to needle tip."